Manufacturer narrative:
The investigation is ongoing.

Event description:
We received an allegation of contamination for patient samples processed in the cobas p 612 pre-analytical system. The reporter stated they have had three false-positive hbsag results from patient samples processed in the cobas p 612 pre-analytical system.

Manufacturer narrative:
The customer did not detect any issues when they performed system and mechanical checks on the cobas p 612 pre-analytical system. The customer did not report any other issues after the system and mechanical checks. The investigation did not identify a product problem based on the information provided.